Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36-54 mg/dl. Cause was not known. The customer required third party assistance in treating the bg due to being incapacitated. The customer's daughter retrieved orange juice and a banana to treat the bg. The customer then consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.